Event description:
During use of the device for a non-clinical activity, the user reported that the device would not calibrate. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.